Event description:
It was reported that the pacemaker was exhibited erosion and infection. There was no allegation that the system or any procedure involving the system contributed or caused the infection. The pacemaker was explanted. The patient condition was unknown.